Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the smart remote manager. A field service engineer advised the customer to unlock and relock the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager that showed failed storage space. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.